Event description:
On (B)(6) 2013, the reporter stated that the pump was restarting often. The reporter could not confirm whether this issue occurred with any alarm or alerts of the issue. There was no reported adverse event associated with this complaint. This complaint is not being reported because the alleged issue is considered cosmetic and therefore not likely to cause interference with insulin delivery.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.